Event description:
It was reported that 28 days after the implantation of the stent in the right internal carotid artery, the patient was re-admitted for a stroke with significant mental status changes. The CT scan showed acute to subacute infarcts in the right frontal lobe. There was no treatment provided and the patient's condition continues. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.